Event description:
The physician reported that the lens was damaged during implantation with the insertion system. The haptic broke and endothelium was compromised. The iol was removed and replaced without further complication.

Manufacturer narrative:
The complaint device associated with this report was not received for analysis. Product history records indicate the lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related.